Event description:
The customer contacted stryker to report that their device was not detecting the patient . In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker contacted the customer regarding the status of their device. The customer informed stryker their device was working with no issues and would not be returned. The cause of the reported issue could not be conclusively determined. Corrected data: section d9/h3, product available to stryker, of the initial medwatch report # 0003015876-2022-02513 indicates: return section d9/h3, product available to stryker, of the initial medwatch report # 0003015876-2022-02513 should indicate: no section d9, returned to manufacturer on, of the initial medwatch report # 0003015876-2022-02513 indicates: 11/14/2022 section d9, returned to manufacturer on, of the initial medwatch report # 0003015876-2022-02513 should indicate: blank. H3 other text : device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device was not detecting the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.